Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain"), device dislocation ("migration of the essure devices to the abdominal or pelvic cavity"), uterine perforation ("perforation of uterus"), fallopian tube perforation ("perforation of the fallopian tubes") and perforation ("or perforation of other organs") in an adult female patient who had essure inserted (lot no. D60139) for sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("unintended pregnancy"). The patient had a medical history of abortion, multi gravida and parity 2. Previously administered products included: micronor. Concurrent conditions were listed as heavy periods, dysmenorrhea, genital bleeding, bleeding genital, weight gain, fatigue, muscle spasm, back pain, menorrhagia, dysmenorrhea and abnormal uterine bleeding. On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and stress ("psychological stress"). The patient was treated with surgery (laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2022. At the time of the report, the pelvic pain, abdominal pain, back pain, depression and stress had not resolved. The outcomes for device dislocation, uterine perforation, fallopian tube perforation, perforation, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered and anxiety were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: in or about (B)(6) 2019, a medical professional recommended the plaintiff undergo surgery to remove the essure device. The plaintiff continues to be on a wait list for surgical removal. Left tube: 4-5 coils right tube: 2 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 36.982 kg/sqm. [Hysterosalpingogram] on (B)(6) 2016: the initial fluoroscopy did reveal the essure coils which appeared to be properly located. The endometrial cavity appeared normal and the bilateral tubal occlusion was confirmed. A total of 16cc of contrast medium was used and she did experience some cramping but tolerated this well. Dr have reassured her that she can now rely on the essure for contraception and it is safe for her to discontinue her micronor. Findings: there was no flow of contrast passed essure coils. Findings are in keeping with good occlusion of the fallopian tube [pathology test] on (B)(6) 2019: specimens: endometrial biopsy. Clinical data: g3, p2 with aub. Rule out dysplasia diagnoses: uterus, endometrium, biopsy: - proliferative endometrium - negative for endometrial hyperplasia and malignancy; on (B)(6) 2022: clinical data: menorragia. Essure coils in situ specimens: uterus, cervix and bilateral tubes. Diagnoses : uterus (with cervix), bilateral fallopian tubes; laparoscopic total hysterectomy, bilateral salpingectomy: - proliferative endometrium. - unremarkable cervix. - bilateral fallopian tubes with features of foreign body reaction, comment: refractile material is identified in both fallopian tubes with multi-nucleated giant cells. Gross description: the left tube measures 7.6 cm in length and measures 0.6 cm in diameter proximally and 1.2 cm distally with a metallic coil within the proximal lumen. The right tube measures 6.8 cm in length x 0.6 cm in diameter proximally and up to 0.9 cm distally with a metallic coil within the proximal lumen [pregnancy test] on (B)(6) 2016: negative [severe acute respiratory syndrome] on (B)(6) 2022: specimen: nasopharyngeal swab result: positive [ultrasound scan] on (B)(6) 2020: unremarkable the most recent follow-up information incorporated above includes data received on: 23-apr-2024: medical record received. New lot number added. Medical history, concomitant drug added lab data added. Surgical pathology report added. Reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain"), device dislocation ("migration of the essure devices to the abdominal or pelvic cavity"), uterine perforation ("perforation of uterus"), fallopian tube perforation ("perforation of the fallopian tubes") and perforation ("or perforation of other organs") in an adult female patient who had essure inserted (lot no. D60139) for sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("unintended pregnancy"). The patient had a medical history of abortion, multi gravida and parity 2. Previously administered products included: micronor. Concurrent conditions were listed as heavy periods, dysmenorrhea, genital bleeding, bleeding genital, weight gain, fatigue, muscle spasm, back pain, menorrhagia, dysmenorrhea and abnormal uterine bleeding. On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and stress ("psychological stress"). Essure was removed on (B)(6) 2022.the patient was treated with surgery (laparoscopic hysterectomy and bilateral salpingectomy). At the time of the report, the pelvic pain, abdominal pain, back pain, depression and stress had not resolved. The outcomes for device dislocation, uterine perforation, fallopian tube perforation, perforation, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered and anxiety were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: in or about (B)(6) 2019, a medical professional recommended the plaintiff undergo surgery to remove the essure device. The plaintiff continues to be on a wait list for surgical removal. Left tube: 4-5 coils. Right tube: 2 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 36.982 kg/sqm. [Hysterosalpingogram] on 11-jul-2016: the initial fluoroscopy did reveal the essure coils which appeared to be properly located. The endometrial cavity appeared normal and the bilateral tubal occlusion was confirmed. A total of 16cc of contrast medium was used and she did experience some cramping but tolerated this well. Dr have reassured her that she can now rely on the essure for contraception and it is safe for her to discontinue her micronor. Findings: there was no flow of contrast passed essure coils. Findings are in keeping with good occlusion of the fallopian tube [pathology test] on (B)(6) 2019: specimens: endometrial biopsy. Clinical data: g3, p2 with aub. Rule out dysplasia diagnoses: uterus, endometrium, biopsy: proliferative endometrium. Negative for endometrial hyperplasia and malignancy; on (B)(6) 2022: clinical data: menorragia. Essure coils in situ. Specimens: uterus, cervix and bilateral tubes. Diagnoses : uterus (with cervix), bilateral fallopian tubes; laparoscopic total hysterectomy, bilateral salpingectomy: proliferative endometrium. Unremarkable cervix. Bilateral fallopian tubes with features of foreign body reaction, comment: refractile material is identified in both fallopian tubes with multi-nucleated giant cells. Gross description: the left tube measures 7.6 cm in length and measures 0.6 cm in diameter proximally and 1.2 cm distally with a metallic coil within the proximal lumen. The right tube measures 6.8 cm in length x 0.6 cm in diameter proximally and up to 0.9 cm distally with a metallic coil within the proximal lumen [pregnancy test] on (B)(6) 2016: negative. [Sars-cov-2 antibody test] on (B)(6) 2022: specimen: nasopharyngeal swab. Result: positive. [Ultrasound scan] on (B)(6) 2020: unremarkable. Batch no d60139 production date~2015-02-11 expiration date 2018-02-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 03-may-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), device dislocation ('migration of the essure devices to the abdominal or pelvic cavity'), uterine perforation ('perforation of uterus'), fallopian tube perforation ('perforation of the fallopian tubes') and perforation ('or perforation of other organs') in an adult female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and stress ("psychological stress") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (on waiting list for essure removal). At the time of the report, the pelvic pain, abdominal pain, back pain, depression and stress had not resolved and the device dislocation, uterine perforation, fallopian tube perforation, perforation, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered and anxiety outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: in or about (B)(6) 2019, a medical professional recommended the plaintiff undergo surgery to remove the essure device. The plaintiff continues to be on a wait list for surgical removal. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 3-dec-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), device dislocation ('migration of the essure devices to the abdominal or pelvic cavity'), uterine perforation ('perforation of uterus'), fallopian tube perforation ('perforation of the fallopian tubes') and perforation ('or perforation of other organs') in an adult female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and stress ("psychological stress") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (on waitig list for essure removal). At the time of the report, the pelvic pain, abdominal pain, back pain, depression and stress had not resolved and the device dislocation, uterine perforation, fallopian tube perforation, perforation, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered and anxiety outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: in or about (B)(6) 2019, a medical professional recommended the plaintiff undergo surgery to remove the essure device. The plaintiff continues to be on a wait list for surgical removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.